Manufacturer narrative:
H10: user facility report # (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through user facility report #(B)(4) that the patient arrived too the clinic on (B)(6) 2025 with notes damage to the outer casing of the driveline. Rescue tape was applied. It was noted that this incident required intervention to prevent permanent impairment/damage.